Event description:
The patient reported feeling a little shocking above the cardiac resynchronization therapy defibrillator (crt-d) device that was going into the shoulder. The patient was unable to send a transmission from the remote monitor. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.